Event description:
It was reported that the zimmer air dermatome had an air leak. No additional clinical info was received prior to this report. A follow up medwatch will be submitted if additional clinical info is received.

Manufacturer narrative:
Beginning 05/31/2012, united states and canadian customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their zimmer air dermatome. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device is accordance with the instructions for use. The device was returned to the MFR for repair and evaluation. The service record indicates that the device was manufactured on 01/29/1991 and has no repair history at zimmer surgical. Evaluation of the device observed wear along the leading edge of the head and nicks along the leading edge of the control bar. Additionally, both the thickness lever and reciprocating arm were older style components. No leaks were identified during operation of the unit. Prior to repair, the device was outside calibration specification only at the zero thickness setting on the right side. Customer did not state any info regarding the pressure utilized during the reported event. While the customer's reported event was not reproduced, lack of preventative maintenance could have caused anomalous behavior during operation of the device, and most likely caused the damage to the bead and control bar. Additionally, lack of preventive maintenance most likely caused the lack of calibration at the zero thickness setting. The device was serviced and returned to the customer.